Event description:
It was reported that during device change out for normal eri, externalized conductors were observed on the lead. Patient was asymptomatic. No electrical anomalies were detected. Lead remains implanted. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4)

Event description:
New information states that through remote transmission, intermittent sensing was observed. The patient presented to a follow up in clinic and noise was also noted on the right ventricular channel. The patient was asymptomatic. The lead was capped and replaced. The patient's condition is stable.